Event description:
The device was used during an anterior resection procedure. Reportedly, the anastomosis was not complete. The surgeon sewed over the anastomosis site to complete the procedure. The hosp has reported no pt injury occurred.